Event description:
D/l catheter 7 fr. The tubing broke inside of pt determined by chest x-ray with dye. The pt heard a "pop" when the nurse was flushing after chemo therapy. The catheter remains in the pt and no injury that the co knows of.